Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor restart prior to readings occurred. It was determined that the sensor restart prior to readings was related to the mobile application. The sensor was inserted into the upper buttocks on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. The root cause could not be determined post investigation. No injury or medical intervention was reported.